Event description:
It was reported that the non-pacemaker dependent patient experienced low impedance on the right ventricular lead due to damage. Abnormal change in the impedance was noticed once. The patient did not experience any adverse event. No further intervention was performed.

Event description:
New information noted that the lead was explanted on (B)(6) 2017. The patient was stable before, during, and after the procedure.